Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels. The customer's blood glucose levels were 437 mg/dl and 366 mg/dl. The customer was treated with a bolus with the pump. The customer declined troubleshooting. The insulin pump will not be returned for analysis.